Event description:
Healthcare professional reported "¿when using the keller funnel, it does not slip despite being well hydrated. This deformed the implant. The surgeon had to take another implant and a new keller funnel¿.

Manufacturer narrative:
Lot number: 22d32c, expiration date: 03/may/2024 manufactured date: 03/may/2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a, backup devices were used to complete surgery.